Manufacturer narrative:
The device was received deployed. Inspection of the returned device found the exposed portion of the soft cannula to be torn and shortened. It could not be conclusively determined when or how this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms indicating that there was no issue to deliver insulin. Inspection of the needle mechanism components found no damages or defects that would result in the cannula retracting. A root cause for the reported retracted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached between 300 mg/dl and 400 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the cannula retracted; this indicates that a needle mechanism failure occurred. As treatment, a manual injection was delivered and a new pod was applied.